Event description:
Medtronic received a report that the 6 month imaging on (B)(6) 2023 following a pipeline vantage implant showed pipeline fish-mouthing of the distal end (25-50% of braid diameter) with more - good comparability. Additionally  corelab imaging reported a rating of parent artery stenosis of 25 to 50% and intimal hyperplasia of the proximal, middle, and distal portions of the stent. There were no patient symptoms, actions taken, or impacts to the patient reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was non-stenotic distal end stent fish mouthing post procedure. No cause of the mild fish-mouthing was reported by site. No diagnostic tests or procedures were performed and the event was not treated in another manner. The event did not result in new or worsening of existing neurological deficits and was not related to the disease under study. The outcome was recovered/resolved on 2023-feb-24. The site assessed a causal relationship to the study device and not related to the antiplatelet medication, ancillary device, or study procedure. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery (c6) with a max diameter of 6mm and a 3mm neck diameter. There was significant stasis and complete neck coverage at the end of the procedure. The device was successfully implanted and wall apposition was achieved. Side branches covered by the pipeline device was ophthalmic. Additional information was received that the patient was asymptomatic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.